Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause was unknown. The rep changed programs and issue resolved.

Manufacturer narrative:
B3: date of event is approximate. Month and year of event were confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient representative (pt rep) reported that patient (pt) is not getting therapy benefit since 4 to 6 days ago. Caller stated pt had an MRI last week. On the call pt rep verified that the ins is on - pt is on group a and verified all of the program settings. Pt rep did increase the amplitude on each of the programs. Patient services is sending an fyi message to the local manufacturer representative at caller request. Caller stated that they had a really hard time getting the therapy to work for pt and they want to make sure they are not having this issue again. Local manufacturer representative responded to agent's email that they would reach out to the patient.

Manufacturer narrative:
Imf code: f15 was incorrectly omitted from initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.